Event description:
This is pt 2 of 4. Catheter developed an air leak, within 4-5 months of implant, around the blue hub resulting in poor flow for dialysis. All four pts have required surgical replacement of their catheter.